Event description:
It was reported that this patient with this dual chamber implantable cardioverter defibrillator (ICD) exhibiting noise and pacing not delivered when required on the right ventricular (rv) lead. Subsequently, the device system was explanted and replaced. No additional adverse patient effects were reported.